Event description:
It was reported, that the color of the image of the subject device was abnormal. While being used, with the video processor. The event occurred, during the cleaning and disinfection. And there were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: grip and adjustment ring crystallized and yellowed, and the light guide bundle at the back end is broken a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor insertion part lead to green screen image, and poor uc sheath lead to purple screen image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.